Event description:
It was reported that after an initial successful surgery which was performed on (B)(6)2019 a patient complaint about pain nearby the osteotomy. A CT and x-ray was performed and confirmed that the screw heads were out of the plate and therefore found to be broken. A revision high tibial osteotomy was successfully performed on (B)(6) 2020 to retrieve the screws out of the patient. Update 27-jul-2020: further information were provided that the surgeon took out of the plate and did not implanted a new one as he thought the (partial) consolidation was already there.

Manufacturer narrative:
The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the ar-13280-50 screw was fractured as well as two other cancellous screws. The other two fractured screws were unable to be identified due to the fractured state of the devices. The three intact screws were able to be identified through digital caliper measurements as two ar-13280-40 and one ar-13280-45. These screws were intact and did not reveal any damage or malfunction. The base plate showed signs of use but no damage or malfunction as well. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is excessive mechanical forces while implanted in the body. This follow up submission also contains additional information in section b5, event description.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that after an initial successful surgery which was performed on (B)(6) 2019 a patient complaint about pain nearby the osteotomy. A CT and y-ray was performed and confirmed that the screw heads were out of the plate and therefore found to be broken. A revision high tibial osteotomy was successfully performed on (B)(6) 2020 to retrieve the screws out of the patient.